Event description:
It was reported that the patient presented with high capture threshold on the left ventricular lead. The lead was explanted and not replaced. The physician elected to utilize a left bundle lead. The patient was stable.